Event description:
It was reported that the omnilink elite was being loaded on to the non-abbott guide wire, when the wire punctured the omnilink elite just near the hub and came out of the omnilink elite catheter. The omnilink elite did not enter the patient vasculature. Another omnilink elite was used without further incident. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood in the guide wire lumen and no contrast visible. The stent implant was undamaged and stationary on the tightly-folded balloon between the markers. There was a kink and a hole in the shaft 5mm distal to the strain relief tubing, which confirms the reported use and shaft tear/hole. Factors that may contribute to a shaft tear include but are not limited to handling in manufacturing, materials, shaft kinks, guide wire damage, or handling/insertion technique during backloading onto the guide wire at the account. The guide wire used in the procedure was not returned which may have aided in the evaluation. Reportedly, the guide wire was successfully used with another omnilink elite which may indicate no issues with the guide wire. Analysis of the returned product noted that the material at the tear/hole was pushed outwards which appears to be consistent with the guide wire being loaded from the sds tip and advanced towards the luer. Additionally, the noted kink was directly underneath the tear on the opposite side of the shaft. It is possible that the shaft became kinked from handling during insertion which caused the guide wire to puncture the shaft at the kink. However, it is also possible that the shaft became kinked due to handling after the reported tear. There was no reported shaft damage during preparation for use (guide wire lumen flush) or prior to guide wire insertion. The order of occurrence cannot be determined. Overall, the reported punctured shaft and noted kink appear to be related; however, a conclusive cause for these damages cannot be determined. A review of the finished product device history record revealed no nonconforming material records associated with this lot, and a query of the complaint handling database revealed no other incidents reported for shaft tears for this lot. There does not appear to be any indication of a lot specific product quality deficiency. During manufacturing, all stent delivery systems undergo 100% visual and tactile inspection for shaft damage.